Manufacturer narrative:
The device was received by nuvasive and the complaint was confirmed. Examination of the returned device found it to be fractured into three pieces. The fracture of the proximal end of the cage appears to have initiated at the inserter attachment feature and likely the result of off angled excessive force, oversized implant selection for the disc space and or insufficient space preparation and the consequence of surgical technique or an inadvertent surgical error. The device was returned to sd distribution for scrap and no additional investigation is required. Review of the device history record notes no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(6). You may also email: (B)(6). This instructions for use document is intended for the us market only. For ous instructions for use, please refer to document#: (B)(4) for non-sterile implants and #: (B)(4) for sterile implants."

Event description:
Cage broke during surgery. Implant removed from patient and inserted oblique tlif cage.